Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic due to an increase in shortness of breath. The atrial lead exhibited no capture and sensing had changed. A chest x-ray confirmed the lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition post procedure.